Event description:
It was reported that during a port placement procedure, the catheter allegedly broken. The procedure was completed using another device. There was not reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI low profile implantable port was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual, dimensional and functional evaluations were performed on the returned device. The investigation is confirmed for the identified port stem fracture and material separation issues as the port stem was found broken and separated from the port base. The break surface of the distal port stem segment was noted to be granular. The investigation is also confirmed for the identified catheter deformation issue as the returned catheter segment was bent and the photo review also confirms the same. However the investigation is inconclusive for the reported catheter fracture issue as striations were noted on the break surface of the catheter segment and the remaining catheter segment was not returned for evaluation. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. There was not reported patient injury.